Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had surgery on (B)(6) 2017 because the ins battery was "faulty". The patient stated that they had a new ins battery put in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulator battery would not connect or charge, or turn on. The patient started experiencing this in (B)(6) 2016. The stimulator battery would not work. On (B)(6) 2017 the patient's healthcare provider (hcp) replaced the battery and moved the battery pocket to the right hip from the buttocks so it didn't hurt to sit on the buttocks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient e experienced pain at the stimulator site for the past six months. The patient is not able to charge their stimulator and has to recharge daily because their stimulator cannot hold charge. The patient notes it has been a couple months since their last recharge and has not felt stimulation for 1.5 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.